Manufacturer narrative:
It was reported by customer that tear/hole observed in pouch post design verification study. No product or photo was returned by the customer. The customer complaint of package damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: mx9076-0006. Batch #: unknown. It was reported by customer that tear/hole observed in pouch post design verification study. Verbatim: rcc received a complaint via email. Email(s) attached. Tear/hole observed in pouch post design verification study. Bd no longer manufactures this product. The defect has been investigated and resolved. Product#: mx9076-0006.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxguard extension set with needleless y-site(s) was open and sterility compromised the following information was received by the initial reporter with the following: tear/hole observed in pouch post design verification study. Bd no longer manufactures this product. The defect has been investigated and resolved. Product#: mx9076-0006.